Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was overheating. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 7:30 pm, the patient was lying in bed and felt a burning sensation at the right arm insertion site, and the skin in the area was hot to the touch. Subsequently, the patient experienced a brief sensor issue and removed the sensor. Upon sensor removal, the patient observed ¿burnt skin¿ in the area. He applied hydrogen peroxide to disinfect the area, and no medication treatment was taken at this time. The patient stated the site appeared infected and he planned to have it assessed by a healthcare professional on monday (12/01/2025). On 12/03/2025, follow up contact was made with the patient to confirm his condition. On (B)(6) 2025, the patient consulted a physician who assessed the site and removed ¿a portion of the burnt area with what seems to have burnt plastic from the sensor.¿ he received a prescription for an oral antibiotic (cephalexin 500 mg capsules, to be taken twice daily until the follow-up appointment on (B)(6) 2025) and a topical antibiotic (silvadene ointment, to be applied once daily). He stated the site had improved and he was feeling better. At the time of the follow up report, although an hcp follow-up visit was scheduled for (B)(6) 2025, it had not yet taken place. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.